Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was xx mg/dl.

Event description:
It was reported that the pump was dropped and the touch screen became shattered. Subsequently, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 135 mg/dl.